Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to external abrasion consistent with friction to the device can. The reported events of insulation damage and noise were confirmed.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, noise resulting in oversensing was observed on the atrial and right ventricular (rv) leads due to suspected insulation damage. The patient was hospitalized and the leads were explanted and replaced to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2020-16924.